Event description:
Event description guidant received information that pacing inhibition was observed with this patient's pacing system. Therefore, a device evaluation was peformed which also revealed ventricular impedance measurements greater than 2000 ohms. The patient will be transferred to another hospital for a lead revision procedure.